Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle button release could not be confirmed. The condition of the bent locking spring condition can be recreated if the slide retraced has already been used and the user attempted to press down hard on the needle button

Event description:
The patient reported that he had three v-gos that the needle button popped out. The patient stated he did not accidentally press in the needle release button.